Event description:
I broke my ankle and had surgery to reconstruct it on (B)(6) 2014. My pharmacy supplied me with a pair of carex crutches on tuesday, (B)(6) 2014. The pharmacy is (B)(6) . On (B)(6) 2014 I was using the crutches to go to the bathroom when one of them collapsed/bent as I was landing on it and I fell. I can send photos of the bowed crutch. I reported it to the pharmacy which delivered a different pair of crutches and reported it to the company via phone and email. This appears to be a dangerous defect. Dates of use: (B)(6) 2014.